Event description:
The following has been reported: reported to biomed pump is broken. Biomed cleaned pins, ran an infusion and pump keeps alarming remove from service. Biomed found many failures in log. No patient harm. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: pneumatic valve leak failure (valve 3) reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. The opposite leaks from common and ipc indicate that valve 3 is leaking. Valve 3 was not opened for inspection. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.